Manufacturer narrative:
Ppae (thrombosis): the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 pump was inserted via axillary graft site for the 51-year-old male admitted in with known cardiogenic shock, cardiomyopathy, known coronary artery disease, and in scai stage c shock. The pump was supporting for 11 days when the cardiothoracic surgeon removed the pump and noted clot/biomaterial on the pump. During the support the patient was on anticoagulation in the form of systemic heparin. No intervention is known for the thrombosis and the patient survives on the heartmate 3 system now.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Peri-procedural adverse event(thrombosis): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.